Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and oversensing. It was noted that the pace/sense impedance was fluctuating 400 and 1600 ohms for the past 14 days. A possible lead fracture was suspected. Additionally, there was noise noted post shock on rv tip to rv ring electrode. They were unable to reproduce oversensing with isometrics but random over sensed beats noted on rv tip to rv ring electrode with the patient just sitting still. The lead was explanted and replaced. No patient complications have been reported as a result of this event.